Event description:
A discordant immulite 2000 troponin I result was obtained on a patient sample.the result was reported to the physician. Upon retest on an alternate system the corrected result was reported to the physician. The patient was taken to the intensive care unit. There is no known report of adverse health consequences due to the discordant troponin I result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the immulite 2000 instrument data. Analysis of the instrument data indicates that the cause of the discordant troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.